Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported failed to recognize an upstream occlusion, which was reproduced. The device failed to recognize an upstream occlusion was found to be caused by an out of adjustment ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize an upstream occlusion. There was no patient involvement. No additional information is available.